Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 because the meter would not tell her what her readings were. When the meter finally worked, it gave her a reading of over 599 mg/dl. The customer's high blood glucose symptoms were urination and leg cramps. The customer tried to treat her blood glucose level with the insulin pump but it did not come down. Therefore, the customer went to the hospital. The customer's blood glucose level was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.